Manufacturer narrative:
The end-user did not fall and there was no injury. We sent the end-user a replacement rolling walker to her home. This is an 8 years old rollator and we do not know if it was ever used as a transport chair. We have done all sorts of corrective actions on this particular unit over the years and have clear visible warning labels on the unit stating that it should not used as a transport chair. Even with the visible warnings, customers still use the rolling walker as a transport chair. This could contribute to the breakage of the unit. The claim is now closed.

Event description:
Customer was using the rolling walker at a store and the frame broke. She caught herself and did not fall.